Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the air dermatome (B)(6) by zimmer-australia on 9 march 2020 revealed the unit was 19 years old and the head had visible damage marks. Product repair of the device was not performed because the customer requested the device be sent back unrepaired. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was report that during surgery the device mangled the skin twice even after manually adjusting the blades. There was no delay in surgery and no harm to the patient. An additional graft was not needed. No adverse event was reported as a result of this malfunction.